Manufacturer narrative:
The customer declined ge service. No repair information available. Patient information could not be obtained due to country privacy laws. Serial number: only partial serial number (B)(4) information provided. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2011. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: (B)(4).

Event description:
Per (B)(6) database: physician reported the unit had a large leak during a case resulting in loss of mechanical ventilation. There was no patient injury reported.